Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. No other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci retropexy procedure, the black coating on the shaft of the bowel grasper instrument was observed to be torn. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.